Event description:
Adult female with history of severe peripheral arterial disease of bilateral lower extremities. Procedure: angioplasty of right and left common iliac arteries and removal of foreign body from the left common iliac artery. The balloon burst on removal- one piece of the balloon was removed with a snare, the other piece of balloon was on the wire was pulled into sheath, then into 6 french sheath and removed. No known harm to patient at this time. Incident did cause an extra procedure, overnight stay for observation. Manufacturer response for catheter, angioplasty, peripheral, transluminal, sterling (per site reporter). Will obtain, when able.